Event description:
The customer used the suspect device to test customer blood glucose. Customer obtained a result of 674mg/dl. Customer did not believe this result and retested. The repeat test result was 148mg/dl. Customer then called to report the discrepancy and requested a replacement device.